Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode after delivering a shock to the patient. A code was displayed indicating an oscillator mismatch which often occurs in the presence of electrocautery for a procedure. Technical service recommended replacement of the device. The replacement of the device was performed analysis of the device showed last procedure was performed four months prior to the event date, it is suspected that this caused the device entering safety core and has been emitting audible tones since. This device is expected to be returned to analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was confirmed to be in safety mode. Review of stored memory verified that the device experienced three system resets, one in november 2021 and two in april 2022. The device correctly reverted to safety mode operation after detecting these resets. It was verified the device battery appeared to be depleting normally. The ICD was subjected to, and passed, automated testing. Next, the device case was removed to facilitate inspection and testing of the internal components. Visual examination of the interior of the device case identified a cracked solder joint on one end of an internal timing crystal component. This crack is the most likely root cause of the systems resets and reversion to safety mode. Investigation determined the cracked solder joint was likely induced by an external force exerted on the ICD. This finding has been reported to our manufacturing and design assurance teams and we will continue to monitor field reports for similar observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode after delivering a shock to the patient. A code was displayed indicating an oscillator mismatch which often occurs in the presence of electrocautery for a procedure. Technical service recommended replacement of the device. The replacement of the device was performed analysis of the device showed last procedure was performed four months prior to the event date, it is suspected that this caused the device entering safety core and has been emitting audible tones since. This device is expected to be returned to analysis. No further adverse patient effects were reported.